Event description:
During a coronary stent procedure, the guide catheter softened and difficulty was encountered advancing the stent through the catheter. The wire and the guide catheter were removed. Upon recrossing with the wire, the coronary artery was totally occluded with a spiral dissection. The pt went to surgery. Pt status is listed as "ok".